Event description:
Experienced sound percept problems, intermittency and pain at implant site. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2005, the pt was seen at the center for device evaluation. Testing performed confirmed that the device was functioning. A CT scan indicated that the array had not migrated. However, the decision was made to explant the pt's c1 device. Surgery to explant the pt's device is to be scheduled.